Manufacturer narrative:
The technician found the casters were worn. He replaced the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the brakes don't hold and the casters continue to ratchet.